Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately calcified, mildly tortuous left main coronary artery. A 4.5x8mm nc trek balloon dilatation catheter (bdc) was used for pre-dilatation at 20 atmospheres with a non-abbott guide wire and non-abbott guiding catheter. During removal, the bdc felt resistance with the guiding catheter, so all the devices were removed together. The balloon was noted to have failed to fold properly. An unspecified guide wire, guiding catheter, and balloon were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported failure to fold (unusual appearance) was confirmed. The reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the balloon was over inflated to 20 atmospheres (atm). It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek rx device is 18 atm; therefore, rbp was exceeded. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported failure to fold (unusual appearance); however, the reported difficulty removing the device from the guiding catheter appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.